Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.

Event description:
It was reported to hamilton medical ag that the hamilton-g5 ventilator: ¿when I plugged it in the board where the power cord plugs into started smoking¿. No patient was involved at the time of the event. No intervention was required, and no health effects or consequences to any patient were reported.

Manufacturer narrative:
Hamilton medical reference number: (B)(4). Investigation outcome: the following event was reported related hamilton-g5 ventilator: "when I plugged it in the board where the power cord plugs into started smoking". There was no patient involvement. No parts were returned to hamilton medical ag, neither device logs or pictures were provided with this complaint. Hamilton medical ag has requested further information. However, no further information was received. The most probable root cause was a defective power cord. After replacement of the power cord the device was returned to service and operates according to its intended performance. This case is considered as closed.